Manufacturer narrative:
The events of capsular contracture and seroma are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and seroma.

Event description:
Physician reported seroma occurred twice in the patient. Seroma was evacuated twice. Patient has both seroma and capsular contracture. Baker grade unknown. The device remains implanted. Right side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
The device has been explanted.

Event description:
Health professional reported capsular contracture, baker grade IV.

Manufacturer narrative:
Photographic device evaluation: visual analysis of the photographs identified; red particles on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Health professional reported additional event of ¿chronic inflammation". It was also noted on the biopsy "fibrosis¿ which was deemed not device related.